Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced phrenic nerve stimulation (pns.) Reprogramming resolved the issue temporarily, however the patient continued to experience pns throughout the night so the lead was deactivated. About eight days later, the right ventricular lead - which was identified to be the source of the problem - was dislocated so it was repositioned and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted the patient was a participant in the adapt response study.